Event description:
Patient was found to have an approx 8 cm fragment of what is believed to be a central line guidewire in his svc (superior vena cava). He had a line inserted (B)(6) 2025, removed (B)(6) 2025. The fragment was identified on unrelated xray (B)(6) 2025. He denied having any other procedures in between. The film was reviewed after the (B)(6) 2025 insertion and guidewire was not visible.